Event description:
During lead revision surgery, the surgeon used monopolar electrocautery to open the implant pocket. The advanced bionics rep was able to communicate with the implant pre-operatively without any difficulty. Once the pocket was opened, communication with the implant was unsuccessful. The surgeon decided to replace the implant with another advanced bionics spinal cord stimulator. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant.